Event description:
It was reported that during a procedure to stent a pseudoaneurysm in an av graft in the forearm, the stent would not deploy. It was removed from the patient and would not deploy on the table, outside of the patient, either. Another stent was used without difficulty and there was no reported injury to the patient.

Manufacturer narrative:
The lot history records have been reviewd with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The sample was just received at the manufacturing site and the investigation is in progress. This application represents an off label use for this device. The fluency plus tracheobronchial stent graft is only indicated for use in the treatment of tracheobronchial strictures. The IFU supplied with this product states that the safety and effectiveness of this device for use in the vascular system has not been established.